Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by administering a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.